Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5151805, model/catalog description: linear st lead kit 70 cm. Model number/catalog number:sc-1160, serial number: (B)(4), batch/lot number: 351847, model/catalog description: spectra wavewriter ipg kit. The explanted devices will not be returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had infection. Symptoms of fever, swelling with drainage were getting worse and noted at the midline incision. It was also noted that there was severe tenderness over the ipg site. The patient was prescribed with antibiotics and underwent explant procedure.